Event description:
An operating room nurse manager reported a patient presented with marked inflammation one day following an intraocular lens (iol) implant procedure. The patient is suspected to have tass (toxic anterior segment syndrome). The patient was treated with topical steroids. No cultures were performed. No lot numbers of the products used can be traced to the identified patient and no samples of the products used were saved for evaluation. The nurse reported an antibiotic was added to the bss (balanced salt solution) used during surgery. A company representative discussed the dfu (directions for use) with the nurse as this is off label use of the product. The facility has not changed their cleaning procedures or processing of instruments, and there has been no change in personnel. The nurse indicated the root cause for the inflammation is unknown. Consultation with a tass nurse consultant was requested. The tass nurse consultant spoke with the nurse and determined a site visit was not necessary at this time.

Manufacturer narrative:
The facility did not request service. A company clinical analyst reviewed the information received on this complaint. The following was their assessment: reports of tass were received. Review of file uncovered the following possible contributors to the event. Off-label use of bss. Use of vancomycin in irrigating solution - dilution error is possible. Stressing the system - facility states they only have two instrument trays per surgeon. Sterilization cycle different than specified on the phaco handpiece directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, asorn recommended practices, and the ascrs tass task force guidance document. The root cause of the reported event cannot be determined conclusively. (B)(4).